Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery and the load process. Customer's blood glucose level was not impacted as the pump was being used with saline.